Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the navigation system shut down when the interconnect cable between the main cart and the surgeon cart was disconnected. It was noted that the issue occurred when attempting to reposition the cart of the navigation system to optimize the view. Cabling was reattached and the navigation system restarted after approximately ten minutes. It was reported that the issue occurred when navigation was not required and the site discontinued use of the of the navigation system without any affect on the patient. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) of the navigation system, batteries for the ups and cart to cart cable were replaced. The navigation system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The cart to cart cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The batteries for the uninterruptible power supply (ups) were returned to the manufacturer for evaluation. Analysis found that a known operational ups would shut down with the battery installed. Additional testing found that the battery overcharged and heated up. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9 735787, serial/lot #: (B)(4), product ID: 9735773, serial/lot #: (B)(4); product ID: 9735772, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.